Event description:
It was reported to arrow clinical support (acs) by customer that they had a few high pressure alarms & then pump showed a "system" failure- corrupt" and failed to work. Clinicians tried to put iabp in manual mode & change triggers but were unable to get ECG or ap on screen. After 2 minutes, pt went into cardic arrest. Clinicians called dr & started resuscitation measures. After 20 minutes, their efforts were successful and they placed a call to acs. Acs requested the iab be saved and iabp sent to biomed. Baseline rose 11mmhg toward end of 30 minute test. Ap signal was 190 mmhg with augmentation at 200 from simulator. Cpu board and front end board were replaced. After replacement of boards, baseline held steady at 3mmhg while ap signal was 117 with augmentation at 143. Bushings were tightened, a pm was performed, and pump was returned to service.